Event description:
On 23-mar-2026 the user reported that on 23-mar-2026 they experienced hyperglycemia with a bg of 494 mg/dl. The user was able to treat the high bg by ilet without assistance from a caregiver. The user was treated at home and did not require ems or hospitalization.

Manufacturer narrative:
The user experienced severe hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported glucose values up to 494 mg/dl. The user reported recent illness, antibiotic use, multiple supply changes, and a potential infusion set issue, with the site described as bent. The user also experienced an interruption in insulin delivery due to running out of insulin overnight before replacing supplies. Based on available information, no device malfunction has been identified. The event did not require ems or hospitalization. If additional information becomes available, a supplemental MDR will be submitted.